Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. Device not returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty. The device was not in patient use.